Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Customer could not recall any events leading to the hospitalization. She just remembers her blood glucose was high and had large ketones. Customer was treated with two bags of saline. Customer was wearing the insulin pump at the time of hospitalization. Customer was upset about going trough 5 insulin pumps since around february. Blood glucose value was 300 mg/dl. Nothing further reported.